Event description:
It was reported to philips that the system was unable to boot. The device was outside clinical use at the time of reported event. No harm was reported to philips. Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. A review of the system logfiles found a software error. Upon troubleshooting actions, the fse reinstalled the suited software and restore the backup. After reinstalling the software, the system was returned to use in good working order.